Event description:
I am an otolaryngologist. I was performing a tonsillectomy today and my pt sustained a burn on her lip from the electrocautery. I was using a covidien edge button switch pencil with a covidien edge insulated blade. The tip was not pushed all of the way into the pencil. This left some bare metal exposed at the junction of the tip and the pencil. Despite not being pushed in all of the way the cautery worked. After using the cautery for about 20 seconds I noted that the area where the cautery rested against the pt's lip was causing a burn. In my opinion it is a serious design flaw that the tip will work despite not being inserted all of the way. The device should be engineered so that if any proximal bare metal is exposed the device will not work. Event abated after use: yes.